Manufacturer narrative:
The reporter's meter was returned for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots. One large spot partially hide the first two digits in the result display, this is immediately visible to the user. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter display issue. The reporter stated there are black dots covering the screen, including the results field, making it unreadable. The reporter confirmed no misinterpreted results were reported.